Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a fasting blood glucose of 174 mg/dl that rose to 335 mg/dl after breakfast despite two meal announcements, and was advised to change infusion supplies for an inset 6 mm 23" set; after the supply change, glucose decreased to 134 mg/dl and no visible issues with supplies were noted. Investigation included troubleshooting via phone follow-up. Further investigation of this case revealed that the cause of the hyperglycemia was unclear. No user reported symptoms associated with elevated blood glucose. Outcomes included return of glucose to a lower level after supply change and no need for medical intervention. It was concluded that the event resolved after supply replacement without further action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.